Event description:
It was reported that the patient had a baclofen pump implant ¿last (B)(6)¿ and it had to be relocated on (B)(6). Reportedly, it was placed in the wrong area but nothing was done to the catheter. This device system delivered baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).